Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: [hospital] "the new device was opened. During laparoscopic cholecystectomy, the surgeon fired a clip to ligate vessel, but a clip was not fired. When he tried to fire it again, it fired. And the device failed to fire clips several times. Also, clips were not loaded intermittently. The surgeon said 'no clips loaded' and 'not fired' issue occurred repeatedly." Product is available for return. Additional information was received via email on 07nov2023 from [name] "applied trocar ctr05 was used. A clip properly seated into the jaws. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The actuation was not completed by fully squeezing the trigger and allowing the device to rest. It is unknown whether a clip was manually removed as a loaded clip, leaving the feeder exposed. It is unknown whether the trigger could be actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the competitor's device.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital]: "the new device was opened. During laparoscopic cholecystectomy, the surgeon fired a clip to ligate vessel, but a clip was not fired. When he tried to fire it again, it fired. And the device failed to fire clips several times. Also, clips were not loaded intermittently. The surgeon said 'no clips loaded' and 'not fired' issue occurred repeatedly." Product is available for return. Additional information was received via email on 07nov2023 from [name]: "applied trocar ctr05 was used. A clip properly seated into the jaws. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The actuation was not completed by fully squeezing the trigger and allowing the device to rest. It is unknown whether a clip was manually removed as a loaded clip, leaving the feeder exposed. It is unknown whether the trigger could be actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the competitor's device.

Manufacturer narrative:
The event unit was returned to applied medical. Testing was performed on the event/representative unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Based on similar incidents, corrections have been implemented.